Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Review of log files was not performed since log files were not available. As a result, the reported high power could not be confirmed. The reported thrombus event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported high-power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Per the instructions for use, thrombus, infection and renal dysfunction are known potential complications associated with the implantation of a vad. Of note, the patient's reported medical history indicated the patient had a history of thrombus and renal dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted for sternal wound drainage and pain. A substernal fluid collection concerning for an abscess was seen on a computerized tomography (CT) with a portion of the vad located within the abscessed area. The patient was taken to the operating room emergently for an incision and drainage (I&d) and wound vac placement. Listeria was cultured from the wound and later the patient¿s blood cultures were positive for listeria bacteremia. Infectious disease was consulted for intravenous (IV) antibiotic management. Renal was consulted due to elevated creatinine. During the extended hospitalization, the patient was worked up for possible transplant candidacy. A CT scan of the left groin showed a left common femoral artery (cfa) pseudoaneurysm which was repaired and there was no soft tissue coverage and the graft was exposed and plastic surgery was consulted. In the meantime, the patient had an acute graft occlusion and had to have a cfa graft thrombectomy and left superior femoral artery and profunda thrombectomy due to acute limb ischemia. The left groin was later closed with a sartorius flap with pla stic surgeon. Additionally, there was one high power alarm reported to have occurred and self resolved. The patient was on IV anticoagulation until international normalized ratio (inr) was therapeutic. The patient had several wound washout and vac changes during the hospitalization which were to continue outpatient. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.